Event description:
Customer initially contacted customer service on (B)(6) 2013 to report an erratic reading issue with his adc blood glucose meter. At that time, no medical event was reported. Customer contacted customer service on (B)(6) 2013 to report a delivery issue, stating he had not received his replacement adc blood glucose meter. Customer further reported he was administered "fast-acting insulin" by his doctor (on an unspecified date) due to the delay in delivery and the erratic reading issue with his meter. No further information was provided by the customer as he insisted he would call back to complete troubleshooting. As of this date, no callback has been made. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the reported meter serial number is unknown; therefore, the device manufacture date is unknown. All pertinent information available to abbott diabetes care has been submitted.